Manufacturer narrative:
Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed. The svc tear was at the location of the lead proximal coil, it is undetermined if the glidelight laser sheath caused/contributed to the injury or if the lead had grown into the vessel wall and tore it during attempted extraction.

Event description:
A cardiac lead management procedure commenced to extract a non-functional right ventricular (rv) implantable cardioverter defibrillator (ICD) lead. A spectranetics 14fr glidelight laser sheath was utilized. During use of the 14fr glidelight, the lead started to come apart in the subclavian region and the glidelight was unable to pass over the coil. A 13fr tightrail rotating dilator sheath was then used to get over the coil and then a 16fr glidelight laser sheath was used to free the rest of the superior vena cava (svc) coil. After 16fr glidelight laser sheath was advanced past svc coil an effusion was noted on transesophageal echocardiogram (tee) and a drop in atrial blood pressure occurred. Rescue interventions commenced. An svc tear was noted by the cardio-thoracic surgeon. The lead was not removed. Rescue interventions were successful and the patient survived the procedure.